Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. In addition, the patient reported the pod's cannula was found to be bent. It was also reported that the pod was leaking insulin and there was redness, swelling and itching at the infusion site. Treatment for reported issue was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine if it could have contributed to the reported hyperglycemia. In addition, the patient reported the pod's cannula was found to be dislodged. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.